Event description:
The balloon burst within a calcified lesion and could not be withdrawn. The pt was transferred to the o.r. For surgical retrieval.

Manufacturer narrative:
Questionnaire that was faxed to the hosp risk manager on 5/9/97 requesting for add'l info has not yet been returned to cordis. Rpt'd, the incident was still under investigation at the hosp and cordis questions are being addressed, but not yet completed. Please note date of 7/28/97 for submission of add'l info pending receipt of such info from the hosp.